Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition, which was believed to be caused by electromagnetic interference (emi). As a result, the patient was not feeling well. At this time, this crt-d system remains in service and there were no adverse patient effects reported.